Manufacturer narrative:
The device is expected for analysis but has not been received despite good faith efforts thus far.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty in removing the catheter from the left ventricular (lv) lead. The tip of the catheter was observed breaking off in the lv lead. The physician elected to implant a new lv lead and use a new catheter to resolve the event and the patient was stable with no adverse consequences.